Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant procedure, this right ventricular (rv) lead was perforated at the apex. Additional information was received indicating that the perforation was confirmed. The patient had received a previous heart surgery so the physician felt confident that the post operative pericardial scarring would be sufficient to apply pressure to the perforation site. Subsequently, the lead helix was retracted and withdrawn into the right ventricle without incident. The lead was successfully repositioned. This rv lead remains in service. No additional adverse patient effects were reported.